Event description:
It was reported that a medical professional could not interrogate a vns patient's generator. When he performed this, an error message was received. The physician's programming system would work with other patients. It was reported that since that event the physician did not get an opportunity to re-interrogate the patient's device. No additional relevant information was provided to date.